Event description:
It is reported that the pt was revised for infection.

Manufacturer narrative:
Information was rec'd from a foreign source who is not required to complete form 3500a. Evaluation summary: no devices or photos were rec'd; therefore, the condition of the components is unk. Surgical notes were not provided. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.